Manufacturer narrative:
The dispatched fse could narrow down the error condition to a defective internal cable. This cable is used to connect the motor controller to a light barrier for detection of the ventilator pistons' position. Repair exchange has put back the workstation into fully operable condition. After 11 years of operation the malfunction of an electronic subsystem is considered acceptable. The workstation has responded to the error condition as specified by shutting down automatic ventilation to prevent internal damages to the system. The user was alerted to this condition by means of a corresponding alarm and - as intended, was able to continue the procedure in manual ventilation mode. No patient consequences have been reported.

Event description:
It was reported that the device alarmed for "vent fail" and stopped automatic ventilation. The case was completed using the manual ventilation mode and there was no patient injury reported.